Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 58 mg/dl at the time of the incident. The customer was at 67 mg/dl at the time of admission. The customer used food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.